Event description:
Pt reported the infusion device display is partial or erroneous. The infusion device was requested for eval. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address the issue. A preliminary eval of the infusion device showed the display legibility is restricted due to an interruption of the heat-seal connection. Misinterpretation of the insulin delivery amounts is possible. Additional info will be submitted when the eval is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.